Manufacturer narrative:
The reported event of high impedance/lead fracture was confirmed. Return octrode lead body had a kink with all the internal wires being broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedance on the lead. Surgical intervention was undertaken wherein the lead was explanted and replaced.